Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate electric shock due to noise oversensed. The noise oversensed was related to the endoscopy procedure, electromagnetic interference (emi). Currently, this cardiac resynchronization therapy defibrillator (crt-d) remains in service and no additional adverse patient effects were reported.